Event description:
It was reported by service report that the bed will not lower and the motion interrupt pan was not working properly due to safety circuit from the bed pan was not locked in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan safety circuit.